Event description:
Fill volume: asku. Flow rate: asku. Procedure: asku. Cathplace: asku. Two vigilance (B)(6) reports were received for the same incident of a pump's infusion ending sooner than expected. It was reported that the infusion ended in 24 hours; however, it was expected to end in 48 hours. No known adverse event occurred in connection with the reported incident. The sample is available for return. Additional information was requested, however is not available at this time.

Manufacturer narrative:
Method: visual inspection, infusion verification, and occlusion testing were performed on the returned device. Results: a visual observation found the pump was returned empty; and crystalized medication was found in the tubing between the filter and the glass orifice. The pump was refilled with 100ml of 0.9% saline and the pinch clamp was opened to verify flow. The pump did not infuse, negative aspiration (suction) was applied a few times, and flow was not obtained. The tubing was cut 2 inches distal to the blue connector (base of the pump) and infusion was observed. The tubing was cut 1 inch distal to the glass orifice and no infusion was observed. After the cutting steps were performed, the tubing was bonded back together and the glass orifice was examined. There were no obstructions observed. The tubing was placed in a heated incubator, it was removed and examined and still no flow was obtained. The remaining tubing was connected to an air source for approximately 1 hour. A syringe was connected, and negative aspiration (suction) was applied, and no flow was obtained. A syringe with warm water was inserted into the tubing and still no flow was observed. The sample was unable to be rehabilitated. The tubing was examined under magnification and found crystalized medication in the tubing. The filter was also examined under magnification and did not see any visible signs of damage. Drug crystallization was also found on the filter. Destructive analysis was performed on the bladder to view the mandrel for drug residual and crystallized medication. The dust cover and bladder were opened up to view the mandrel and check-band. Crystalized medication was observed in the bladder. The attempts made to rehabilitate the pump were unsuccessful. Testing the pump for faster flow was unable to be performed. Conclusion: the investigation summary concludes that no flow was observed due to crystalized medication in the flow control tubing between the filter and the glass orifice. The pump was received empty and failed to infuse when refilled to nominal volume with 0.9% saline. Attempts to rehabilitate the pump were unsuccessful, therefore an evaluation of the unit to determine the root cause could not be completed. Based on the device history record review for the reported lot number, there were no non conformance reports, reworks or special conditions during product manufacturing associated to the reported condition. The production lot met all manufacturing and quality specifications. A review was performed for 2.5 years for the lot number reported, and there were no additional complaints found in the complaint handling module associated with this lot number and the same reported condition. Information from this incident has been included in our product complaint and MDR trend reporting systems.

Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return. A review of the device history record (DHR) for the reported lot number was conducted. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. According to the DHR results, the production lot met all manufacturing and quality specifications. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device return anticipated.